Event description:
It was reported that during the implant procedure, no capture and low sensing thresholds were observed. The lead was drawn slightly back and positioned again with good values. Trying to find the cs from a sharp subclavian angle, perforation was discovered by fluoroscopy. The cps was drawn back. The patient underwent pericardial drainage. After the procedure, it was reported that the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.